Manufacturer narrative:
(B)(4). Concomitant devices - nexgen option femoral component size g right catalog #: 00599401792 lot #: 63974515, nexgen stemmed precoat tibial component size 7 catalog #: 00598005701 lot #: 63951431, nexgen inset standard all poly patella size 26mm catalog #: 00597206526 lot #: 62504083, nexgen straight stem extension 14mm x 100mm catalog #: 00598801014 lot #: 64055550, nexgen straight stem extension 18mm x 100mm catalog #: 00598801018 lot #: 63924776. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision due to the articular surface screw backing out and fracturing approximately four (4) years post-operatively.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision due to the articular surface screw backing out and fracturing approximately four (4) years post-operatively. Upon removal, there were scratches noted on the patient's femur due to the migrated screw. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Radiographs provided confirmed the migration and fracture of the articular surface screw. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.